Event description:
Fifty five y/o female returned from interventional radiology -ir- at 12:10pm following PICC placement. The patient reported feeling weird and clammy and at one point was difficult to arouse during ir. Patient denies any chest pain, sob, pain. Temp 96 degrees fahrenheit, bp 105/51, hr 61, 99% 4l. General diaphoretic, drowsy but easily arousable and responsive. At 1300, patient was more awake with oxygen 3, reports feeling better. Bp 80/52 -"cuff not appropriate"-, pulses 2+, hr 72, 99% 4l. One liter of 0.9% saline with frequent vs monitoring ordered. PICC reportedly flushed with heparin 100 units/ml -hospira lot #: 56-463-dk: exp date: 1-aug-2009-. Frequency: flush, route: IV. Dates of use: 2008. Diagnosis or reason for use: flush for PICC line. Event abated after use stopped: yes.